Event description:
The pt had rec'd artz dispo injection for their ostroarthrosis of the knee since 8/27/01, and had felt good condition. The injection of artz dispo was given to pt in 2002, but warmth, swelling, a hydrarthrosis appeared at the knee. The pt was transferred to another hospital for hospitalization at the night of 4/25/02. Synovial fluid drained on 4/25 was put to a culture test and the test result showed that beta-streptococcus amount was 1+.